Event description:
Broken bipolar/spring. All parts were retrieved.what was the original intended procedure?robotic assisted myomectomy/morcellation.device #1is this a laboratory device or laboratory test?no.